Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that elevated threshold measurements were noted with this left ventricular (lv) lead. A boston scientific technical services consultant discussed the clinical observations with the caller. A revision procedure was performed to replace this lead; however, successful placement of a replacement lead was unsuccessful. The system remains in service. No additional adverse patient effects were reported.